Manufacturer narrative:
It was reported that the patient became apneic due to ineffective ventilation and the patient "desat to 60s". Due to this, the anesthesia machine was abandoned and an ambu bag was used to ventilate the patient. It was reported that the patient recovered with intervention. A crack was found in the circuit causing lack of pressure and a new device was used. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Crack in circuit.

Manufacturer narrative:
Updated g3, g6, h2, h6.